Manufacturer narrative:
The customer has confirmed that the patient's medication dosage was changed based on the meter result.

Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient sample tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter at 9:40 a.m., resulting as > 8.0 inr. A sample collected from the patient was tested in the laboratory using an unknown method at 10:21 a.m., resulting as 6.1 inr. No adverse events were alleged to have occurred with the patient. The patient was did not receive treatment based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every 2 to 3 weeks or as needed. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes made to coumadin dosage. The patient is not taking any new medications, has had no diet changes, and has no illnesses. The patient said she was tired. The customer's product was requested for investigation and replacement product was sent to the customer. Corresponding retention test strips (294947) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.